Event description:
It was reported that the catheter was placed successfully in (B)(6) old female pt. At which time, they injected contrast media to obtain right ventricular (rv) pressure. The pressure setting was 650 psi. As a result, the catheter body ruptured outside of the pt. The catheter was immediately exchanged successfully. There was no delay in treatment, no pt death and no pt complications were reported. The pt outcome was fine.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.